Manufacturer narrative:
It was reported that the back section allegedly snapped, however, the beach chair attachment for the bed was not properly secured by the staff. The stryker field service technician spoke to the materials coordinator about the complaint, and the nurse that assembled the table was unaccustomed to the configuration. There was no injury or adverse consequence reported.

Event description:
It was reported that the back section allegedly snapped, however, the beach chair attachment for the bed was not properly secured by the staff. There was no injury or adverse consequence reported.